Event description:
It was reported in the acta obstrica e t gynecologica scandinavia 2002;81:72-77, a sling procedure was performed and a bladder perforation was detected at four days post. Part of the tape was removed on the fourth post operative day through an open cystotomy following a cystoscopy.